Event description:
This lead was attempted on (B)(6) 2011 and was not used as it had diaphragm stimulation and would not go out any farther into the branch. The procedure took place at (B)(6), with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).